Event description:
N/a.

Manufacturer narrative:
The device was returned for evaluation and found the ratchet extension arm having a little movement but was within the range of the manufacturing limits; the lock has rotational and lateral movement and a residue buildup is present. The device history record review showed no abnormalities related to the reported failure. The device was manufactured in 2013. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint was unconfirmed. Repair could not duplicate plunger cap and stud being too loose. Device identifier (B)(4).

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that an a1059 mayfield modified skull clamp has a loose ratchet release button. It was noticed on (B)(6) 2019 during set up and was replaced before the case started. There was no patient contact or injury reported. Additional information has been requested.